Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr device. The device was apparently deployed inside the artery resulting in the capture of an intimal flap, resulting in surgical repair and suture removal. No other info has been made available to perclose at this time.